Event description:
It was reported that when the patient presented through merlin.net transmission, inappropriate auto mode switching due to lead noise was observed. Lead was explanted and replaced. Patient tolerated the procedure well. Patient will be followed normally.

Manufacturer narrative:
External insulation abrasion was noted at 7.2 - 7.4 cm and 7.5 - 7.7 cm from connector pin consistent with friction to the device can. The etfe coating was intact at these locations. Insulation degradations were noted at 45.9, 47.2, 48.5, and 50.0 cm from connector pin. This is consistent with the observation from the field of noise and inappropriate auto mode switching. Other damages found were consistent with that occurring at the time of explant procedure.